Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was unable to be implanted due to no capture and poor amplitude sensing during mapping. The lp was removed and tissue had encapsulated the helix. A different lp was used to complete the procedure. The second atrial lp exhibited intermittent undersensing due to a suspected edema. No additional changes or interventions were reported. The patient was in stable condition.